Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." (B)(6). Remains implanted.

Event description:
During a left knee revision procedure, a right side femoral component was implanted by the surgeon. There are no plans to revise the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products and therapy dates: bmt smooth knee stem 16x80 item: 145026, lot: 045450, therapy date: (B)(6) 2016. Vg da 360 o/s tib tray cocr 79 item: 161432, lot: 2857200, therapy date: (B)(6) 2016. Bmt smooth knee stem 12x80 item: 145022, lot: 470020, therapy date: (B)(6) 2016. Vg da 360 o/s tib tray cocr 79 item: 161432, lot: 2857200, therapy date: (B)(6) 2016.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).